Event description:
It was reported that during use the atrial lead exhibited fracture, and high impedance. The atrial lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found there was blood along lead length on the proximal conductor, and found the outer insulation with only a very, very tiny cut. Due to the time of the implant, the amount of blood along lead length leads us to conclude that the insulation cut happened during implant procedure. Insulation breach may cause undersensing, or high threshold but not high impedance. No insulation breach or conductor fracture in vivo were observed. If information is provided in the future, a supplemental report will be issued.